Event description:
The lay user/patient in (B)(4) contacted lifescan to report the one touch verio meter was giving inaccurately high readings. The patient obtained a blood glucose reading of 28.5 mmol/l on the reported meter, and a reading of 11.0 mmol/l on another meter within 30 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient suffered no injury due to this issue. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k093745.

Manufacturer narrative:
Follow-up #1 (09/07/2011) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (09/15/2011)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.